Event description:
It was reported by service report that the left abduction was not locking. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: foot positioning sub assembly.